Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The internal blood leak occurred at the beginning of treatment. Blood leak visually observed at arterial header. The leak was visually observed. Estimated blood loss was 100ml's. Sample is available; sample has not been returned to the MFR.